Event description:
New information received indicates that the lead was laser explanted and replaced. The patient was well.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented with increased capture thresholds and lead impedance. Lead replacement is considered. The patient was referred to a different doctor.

Manufacturer narrative:
A partial lead was returned for analysis in 2 segments. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.